Event description:
It was reported that a deep brain stimulation (dbs) patient had an MRI on (B)(6) 2011. Following the scan the physician was unable to communicate with the activa-pc on the left side. The physician reported that all the parameters for the general anesthesia and MRI were the usual protocol, and the activa-pc on the right side was working faultlessly. The physician indicated that a new activa-pc would be inserted on (B)(6) 2011.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information.:the stimulator was replaced, and the patient was doing "okay."